Event description:
The pt contacted lifescan in 8/05 and alleged that their one touch ultra meter had missing segments on the display. Medical affairs specialist called and left a message for the pt the next day to verify and obtain further information. During the initial call in 8/05, the pt had reported that they had visited their doctor at a clinic where their blood glucose result was 50 mg/dl. They then drank some orange juice and was retested on the clinic's meter with a result of 133 mg/dl. Two hours prior to the doctor's visit, they had tested on the subject meter with a result of 169 mg/dl. It was documented that they were feeling shaky and sweaty, however, they did not test while experiencing the symptoms. It is also unknown as to how long they had the missing segments issue and if they were able to read the result of 169 mg/dl intact on the display. Their diabetes medication regimen was not provided and therefore, it is unknown if they had based or withheld any medications due to the missing segments issue. Based on the information provided, there is an indication that the product has malfunctioned since the missing segments issue was not resolved with troubleshooting. However, there is insufficient information at this time to conclude that the product caused or contributed to the injury (clinic's meter result was 50 mg/dl). Also, the pt did not test on the subject meter during the time pt was experiencing the low symptoms. The last time they had tested was two hours prior to going to the clinic. Pt had not taken any actions following the use of the meter. Therefore, this case is reported as meter malfunction. A replacement meter, and test strips were sent to the pt.